Event description:
The customer reported a malfunction on the pump, identified as malfunction code 12, with no notable events occurring prior to the incident. There was no adverse impact to the customer's blood glucose level. Customer technical support provided assistance on resetting the pump, which resolved the issue without the malfunction recurring. The customer was advised to continue using the pump and to report any future malfunctions.